Event description:
Related to MFR report# 2183959-2012-00121. The pt was implanted with an ams monarc sling. It was reported that the pt had "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also indicated that the pt suffered "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.